Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 10, 2014 - november 11, 2014. One actual unit was received for evaluation. Visual inspection on the returned unit revealed evidence of black particles approximately 0.02 square mm in size, embedded in the material of the stressmember plug component. The particles were not in the fluid path. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on the reservoir. This was identified before use during storage. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.